Manufacturer narrative:
Updated: section d3: manufacturing site and section g1: contact office entity updated.

Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the unit would not turn on. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in and reported that the unit would not turn on. The customer reported that when it was plugged in there were no indicators and it would not run on battery. The customer replaced the power cord and the unit powered up on the alternating current (ac) power and the battery charging indicator was flashing to indicate the charging of the battery. The customer replaced the power cord to resolve the reported issue . The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes.

Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00013. All information from the original report(s) has been transferred to this report.